Event description:
It was reported that movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2022. The patient was discharged. During a routine follow up transesophageal echocardiography (tee) on (B)(6) 2024, a 6.4mm leak was noted and the closure device shifted proximal. A plug and coils were used as an intervention to seal the leak. No further information was provided.